Event description:
Customer received fiber with connector broken at tip. Laser does not recognize the fiber.

Manufacturer narrative:
User returned fiber that did not match the complaint information. The user reported a problem with a 400 micron disposable fiber, but returned a 270 micron disposable fiber.